Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis noted a longitudinal tear in the balloon body. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 12x80mm, 70% stenosed, eccentric target lesion was located in the non-tortuous and severely calcified truncus brachiocephalicus vein. An unspecified wallstent was implanted in the truncus brachiocephalicus vein approximately two years ago. The patient presented with severe in-stent restenosis in the proximal and distal ends of the stent. Subsequently, the patient was advised for vein angioplasty procedure and a 12.0 x 60, 135cm mustang¿ balloon catheter was selected for use and advanced to dilate the proximal and distal segment of the stent. Proximal dilation outcome was good. However, upon dilating the distal section of the re-stenosed stent, the balloon ruptured at 8 atmospheres. The device was retrieved intact and the procedure was completed with another of the same balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
Same as MDR ID: 2134265-2014-02611. It was reported that balloon rupture occurred. The 12x80mm, 70% stenosed, eccentric target lesion was located in the non-tortuous and severely calcified truncus brachiocephalicus vein. An unspecified wallstent was implanted in the truncus brachiocephalicus vein approximately two years ago. The patient presented with severe in-stent restenosis in the proximal and distal ends of the stent. Subsequently, the patient was advised for vein angioplasty procedure and a 12.0 x 60, 135cm mustang balloon catheter was selected for use and advanced to dilate the proximal and distal segment of the stent. Proximal dilation outcome was good. However, upon dilating the distal section of the re-stenosed stent, the balloon ruptured at 8 atmospheres. The device was retrieved intact and the procedure was completed with another of the same balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).